Event description:
Sorin group (B)(4) received a report that the perfusionist saw blood in the water line after one hour of ecc. A small amount of blood was noted coming out of the water line connectors after they were discovered from the oxygenator water ports. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d905 eos oxygenator. The 510(k) number for the d905 eos oxygenator is k043323. The oxygenator is a component of the (B)(4) custom heart lung pack. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the perfusionist saw blood in the water line after one hour of ecc. A small amount of blood was noted coming out of the water line connectors after they were disconnected from the oxygenator water ports. The oxygenator has been returned to sorin group (B)(4) for eval. The investigation is in process. A f/u report will be filed when the investigation is complete.